Event description:
The facility reported that the light pipe was difficult to insert due to some kind of burr. The pack was switched out during the case. There was no patient injury. No additional information is expected.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 05/25/2007.